Manufacturer narrative:
Date of event : aware date was used as event date as actual event date was not known. Sec brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman laa closure device was implanted. It was reported via a versacross registry at the facility that at the eight (8) week follow up it was noted via transesophageal echocardiography (tee) that patient experienced a shift in the closure device which required surgical extraction. A laa excision procedure was done to close the left atrial appendage. No further information was provided or available.